Event description:
It was reported that while the nurse was manipulating/adjusting the stopcock, a disconnect occurred. It was not reported at the time of the incident whether the stopcock was in an open position or in a closed position. There was no injury or adverse reaction to the pt since the incident occurred in a controlled situation. The hosp reported that their main concern was the risk of infection from having an open system.